Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the right plunger case was cracked and the bottom case had contamination. Review of the event history log showed occurrences of "backup audible alarm post" errors, no plunger or force errors were found in the history. Functional testing was able to duplicate the reported issue. The investigation determined that the main board not operating as intended was the cause of the reported issue. The main board was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: b3: unknown; no information has been provided to date. H6: health effects.

Event description:
It was report the pump alarmed plunger force sensor error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.